Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 1252 mg/dl. The customer was admitted to the hospital. The customer was throwing up due to high blood glucose. The customer cause of emergency room visit as per health care provider hyperglycemia with ketosis. The customer was not wearing the pump at the time of emergency room visit. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 213 mg/dl. The customer reported she went to give herself easy bolus stating that she pressed it up 10 times and the pump only registered 4. The customer report up arrow was not responsive. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube.